Event description:
It was reported to philips that the device screen froze during operational testing. As a result of the screen freezing, the customer was unable to stop the printing process of the device. There was no reported patient or user involvement and no adverse patient/user impact.